Manufacturer narrative:
Investigation summary: seven unused samples were provided to our quality team for investigation. The product was visually inspected, no evidence of excess silicone or other foreign matter was observed inside any of the syringes. A device history review was performed for the reported lot 2007083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2007083 and found to be within the required limits. Additionally, the seven samples received were tested and all product met required specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information, we are not able to identify a root cause at this time.

Event description:
It was reported that 50 bd plastipak¿ concentric luer lock syringes were found with foreign lubricant in them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "new syringes are too lubricated and the lubricant sticks between the stopper and the body of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 bd plastipak¿ concentric luer lock syringes were found with foreign lubricant in them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "new syringes are too lubricated and the lubricant sticks between the stopper and the body of the syringe."